Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by pd effluent that was not clear. The patient was not hospitalized for the reported event. The treatment for peritonitis was vancomycin intraperitoneally (ip) (once every 4 days, dose not reported). The homecare nurse was now coming to see the patient once every four days, in order to clean out the patient's peritoneum. The patient was recovering from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.